Event description:
It was reported that during a product demonstration in operating room, two rainbow sensors gave inaccurate sphb readings on two patients including the demonstrator. Sphb readings were about 3 g/dl lower than the readings obtained with a dci sc 200 sensor. The reading from dci sc 200 sensor. The reading from dci sc 200 sensor were considered accurate as they correlated with a abg. The time difference between the sphb measurement and blood draw was <10 min. The reporter tested the sensors again the same day with different instruments, but the readings were always about 3-4 different compared to the dci sc 200. No consequences or impact to patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.